Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment and hemostatic valve separation occurred. It was reported that when removing the dilator, the plastic ring around the hub broke off. The sheath was replaced for a new one and the issue resolved. There was no patient consequence. Additional information was received indicating the orange tip came off the end of sheath. The hemostatic valve and brim cap became detached from the sheath. While the sheath was being used on the patient. It unknown if air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is less than 50 ml. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment and hemostatic valve separation occurred. It was reported that when removing the dilator, the plastic ring around the hub broke off. The sheath was replaced for a new one and the issue resolved. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per brim cap detachment. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. Additionally, the customer provided a picture to aid in the investigation. According to the picture provided by the customer, the hemostatic valve was dislodged and the brim cap was detached. The issue reported by the customer was also confirmed from the picture received. A device history record was performed and no internal action related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).